Manufacturer narrative:
A 4.1x10 tsv implant was returned for investigation. Visual inspection of the as returned product identified excessive bone and a fracture at the collar. The returned device cannot be accurately identified in its returned condition. No pre-existing conditions were noted on the per. The reported device location was unknown and was used for approximately 6 years. Pictures or x-ray images were not provided. DHR review: DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: no complaint history review could be performed without relevant lot and item information. Post market trend review: september post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed. Sections updated: b4: date of this report. G3: date pce and investigation results were received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem codes. H10: manufacturer's narrative.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient's age not provided. Patient's weight not provided. Catalog and lot number was not provided. Title and last name of reporter not provided. Manufacturing date of device is unknown.

Event description:
It was reported that the implant was removed due to becoming fractured. Patient will return in the future for a new implant.